Event description:
A caller reported that a pump malfunction occurred after the customer was playing with a splash pad. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to send a new replacement pump and provided instructions for returning the malfunctioning pump, which the caller acknowledged and understood.